Event description:
Follow-up information indicated the patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's system reported a communication error and ipg could not communicate with the external devices. An abbott representative confirmed the issue. Surgical intervention may take place to address the issue.